Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (italy) received an scs system, including an ipg, on (B)(6) 2010. It was reported the pt began experiencing overstimulation throughout her legs and stomach during recharging sessions. The overstimulation was so strong that the pt reportedly had to stop recharging. A new charging system was sent to the pt but was not able to resolve the overstimulation. As a result of the pt's inability to recharge, the ipg battery depleted below the point of recovery. The ipg was explanted and replaced. No additional information is available.